Manufacturer narrative:
Section a2,a3,a4,a5,a6: unknown/ asked but not available. Section d6a: if implanted; give date: unknown/asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded multifocal intraocular lens (iol) was explanted because the patient could not tolerate the nighttime glare and halos and complained of waxy vision. The lens was explanted on (B)(6) 2024 and replaced with an lal iol. No injury or medical intervention is required. Patient status is fully recovered. The product is available for return. No further information was provided.